Event description:
During a tubal re-anastamosis, the tip of the needle on a suture broke off. Approx size of missing tip was less than .55 mm. Piece is believed to be in pt but could not be verified on x-ray. Previous problems have been reported regarding needle breakage. MFR reps are aware of problems and are working to correct problems and inservice personnel.